Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ patient was revised due to pain. Doi: (B)(6) 2008 - dor: (B)(6) 2012 (right side). Update: (B)(6) 2012, litigation alleges that the patient had high concentrations of various metallic elements in her blood, suffered pain and suffering, sustained injuries of a permanent nature and underwent revision surgery as a result of failure of the asr hip implant. There is no new information that would change the outcome of the investigation. Doi: (B)(6) 2009 dor: (B)(6) 2012 (right hip). Update: 28 april 2014 - der rcvd - updating information regarding patient demographics, additional product information (remaining in situ) and an additional reason for revision of noise. Update: 26 jan 2015 - added expiry dates to cup, head and sleeve. Updated event date to revision surgery date.